Event description:
Per independent third party repair center, the provider states the unit is alarmingt/red light. The manifold was stuck, the pilot valve was leaking and the heat exchanger was leaking at 9357 hours.